Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer's blood glucose continued to rise even after treating with bolus delivery. Customer smelled insulin and realized that insulin was leaking at quick release. Customer's blood glucose was 400 mg/dl. Customer states this had happened before and believes that infusion set was not attached correctly. Customer hooked up infusion set correctly and issue was resolved. Customer also reported that there was a lag between sensor glucose and blood glucose. Customer reports to receive a low alert when already corrected for high blood glucose. Customer declined transfer to helpline.